Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alert 38 indicating a motor stall on the ilet during supply change, with repeated ¿unable to proceed¿ messages during tubing fill despite multiple restarts and attempts with new supplies and an inset infusion set; the issue was ultimately cleared after a full supply change and the user continued to monitor, with blood glucose not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor during operation. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.